Event description:
After preparation for anesthesia, including a complete check of anesthesia machine, pt was induced. Unable to ventilate the pt adequately. Pt assessed and tube repositioned and again unable to ventilate. Steroids given for possible allergic reaction. Emergency bronchoscopy performed with no obstructing lesions or foreign bodies identified. X-ray taken and negative for pneumothorax. Inspection of anesthesia machine found a failure to completely remove the plastic covering over the c02 absorbant canister (sodasorb).